Event description:
Customer reported leak at connection of texium male luer with tubing as soon as chemo infusion started. No pt harm reported. Although requested, no further patient/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Product evaluated and customer's experienced of leak from connection between male luer and tubing was not confirmed. However, leaking from tubing to upper fitment engagement was identified. The cause of the leak was identified as insufficient bonding solvent applied during the manufacturing process. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number.